Manufacturer narrative:
The product was returned for analysis. A used company cartridge was returned. Inadequate viscoelastic was observed. No residual viscoelastic was visible in the nozzle or the tip of the cartridge. The cartridge tip had very heavy stress and an aneurysm on the bottom. This would indicate the lens/plunger were not in acceptable positions for advancement. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The reported lens damage could not be verified. The lens was not returned. Based on review of the returned used company cartridge the root cause may be related to a failure to follow the IFU. No residual viscoelastic was visible in the nozzle or the tip of the cartridge. The cartridge tip had very heavy stress and an aneurysm on the bottom. This would indicate the lens/plunger were not in acceptable positions for advancement. The IFU (instructions for use) instructs to completely fill the cartridge with ovd(ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, cracked iol.there was patient contact. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).